Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas modules were replaced and returned for investigation. Simulated use testing of the received o2 and air gas modules have not reproduced the described customer issue. There is contradictory information if the reported ventilator was alarming for high or low o2 concentration. Evaluation of the received device log shows a matching event on the reported event day ( high o2-concentration). A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the o2 or air gas module. It has been concluded that the solenoid has a contributing effect to this behavior but the root cause has not yet been fully established.

Event description:
It was reported that the ventilator alarmed for low o2 concentration together with an occurence of a humming noise. There was no patient harm. (B)(4).